Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828817) was implanted on (B)(6) 2023 via ventriculoperitoneal (vp) shunt with unknown setting. According to the result of MRI (magnetic resonance imaging), the flow of cerebrospinal fluid (csf) could not be confirmed. The setting was level 1. Revision surgery was not performed yet. It is still under consideration that revision surgery using the valve without siphon guard (sg) may be performed. The patient had ventricular dilation due to valve failure.

Manufacturer narrative:
Certas valve (ID 828817) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.